Manufacturer narrative:
As this lead was surgically abandoned, no returned product is expected. Should further information become available, this event will be further updated and a follow-up report submitted.

Event description:
Boston scientific received information that left ventricular lead exhibited loss of capture and sensing issues; lead confirmed dislodged. During surgical intervention to reposition the product, the physician was reportedly unable to successfully extract the lead for repositioning attempts. Ultimately the product was capped and a chronic right ventricular lead reactivated for use. No specific adverse patient effects were reported.